Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pt was receiving cardizem at a rate of 10ml/hr. At 2250, the nurse reported that the solution bag was "half empty" and that "56 ml" had been delivered. The delivery was stopped, the physician was notified, and the pump was removed from clinical service. The pt's heart rate was reported to be "between 40-50 beats per minute." The pt's baseline heart rate was not provided. The physician ordered the pt to be monitored. The delivery was to be restarted when the pt's heart rate was "above 50." It was unspecified if the delivery was resumed. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.